Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporaiton. Instead the battery was returned to zoll medical germmany. The customer's report was duplicated and attributed to the battery. The battery/device logs are not available. . However, without receipt of the device or battery we are unable to determine root cause from the device log files. Analysis of reports of this type has not identified an increase in trend.